Event description:
It is reported that the pt was revised at the clinic. Implant date was 2005 and explant date is unk.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.